Manufacturer narrative:
(B)(4). The device has been requested for investigation but not received to date. A follow up report will be submitted once the device is received and an investigation has been completed.

Event description:
The user reported that an add-on burette model code: 82115e attached to a gemini set model code: 2401-0500 was primed with saline. Then, 100 mls of saline mixed with an anti-emetic was added into the burette through the smartsite port on top of the burette. The fluid in the burette was then infused into the pt via the gemini pump. When approx 30 mls of fluid was left in the burette, the saline bag was replaced by chemotherapy (etoposide). Half an hour to an hour into the infusion whilst on a routine check, the nurse noticed that she was standing in a huge puddle on the floor. The infusion was still running but the burette had completely filled up with fluid and a leak was observed from the smartsite on top of the burette. Fluid was leaking down the sides of the smartsite port onto the burette and onto the floor. The pump did not alarm and continued to infuse until it was stopped due to the spill. There was no occlusion and the pt's line remained patent the whole time. The blue ball in the burette continued to float the entire time and there did not appear to be a blockage anywhere in the line. Once the whole area was evacuated, two other nurses were required to clean up the cytotoxic spillage using a spill kit. As approx 250mls of fluid was left to be given, the pharmacist and doctor were notified. A second chemotherapy bag was reconstituted and administered to the pt. This delayed their discharge by two hours.